Event description:
It was reported that during a follow up, lead dislodgement was observed. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.